Event description:
It was reported that this pacemaker device exhibited noise on both right atrial (ra) and right ventricular (rv) channels. All other electrical parameters and lead values were stable and within the normal range. The health care professional (hcp) recommended to have this patient be hospitalized for monitoring as they think there could be pacing inhibition due to oversensing. The hcp suggested chest x-ray imagining. This device currently remains in service. No adverse patient effects were reported.